Event description:
Approximately 2 months after successful implantation of a gore excluder bifurcated endoprosthesis, the physician discovered that the pt had bilateral leg claudication. The physician attributed this to pt anatomy, he had a tight aortic bifurcation. A reintervention took place to balloon the vessels and place bare stents. This procedure resolved the claudication.